Event description:
It was reported, the pt ((B)(6)) experienced stimulation turning on by itself when she bent over. The pt advised, she was able to turn stimulation off by bending over a second time. A few days following that occurrence, the pt experienced stimulation turning on by itself again. The pt then used her pt programmer to turn stimulation off. When she attempted to restart stimulation, she received a communication error. The ipg will no longer communicate with external devices. Surgery will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.